Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that coronary atherosclerotic heart disease occurred. In (B)(6) 2013, coronary angiography and index procedure were performed. The target lesion #1 was located in the mid right coronary artery (rca) with 90% stenosis and was 34 mm long, with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 38 mm promus element stent. Following post dilatation, the residual stenosis was 0%. The target lesion #2 was located in the proximal left coronary (lad) artery with 75% stenosis and was 34 mm long, with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of a 2.75 x 38 mm promus element stent. Following post dilatation, the residual stenosis was 0%. Six days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2018, the patient was diagnosed with coronary atherosclerotic heart disease and was hospitalized on the same day. Coronary angiography revealed mid rca stenosis. Target vessel revascularization was performed to treat the restenosis. Five days later, the event was recovered/resolved and the patient discharged on the same day.

Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was further reported that, in (B)(6) 2018, coronary angiography revealed 90% in-stent restenosis in mid right coronary artery which was treated with percutaneous coronary intervention. Post-intervention, the residual stenosis was 20%.